Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the device is not working/intermittently working. The patient noted that it seems like someone is "tampering" with their device. No further complications are anticipated.